Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach via femoral artery. The target lesion was located in the superficial femoral artery. After a guide wire was crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.